Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: synergy, mr, ous 2.75 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage. Stent struts lifted and pulled distally on distal stent. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25feb2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. Following pre-dilatation with a 2.5x20mm maverick balloon catheter, a 2.75 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device device. There were no patient complications reported and the patient was stabilized. However, returned device analysis revealed distal stent damage.